Event description:
Customer reported the foot pedal is stuck and system is not taking images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board and the eprom. System operates as intended.